Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level. The blood glucose of the customer was over 900 mg/dl at the time of the incident. The customer was treated with intravenous insulin drip. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.